Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were successfully deployed. The third clip delivery system (cds) was advanced to the mitral valve, but the posterior gripper would not lower during gripper orientation. Troubleshooting was performed, but failed. One of the gripper lever caps became separated when trying to lower the grippers. The separated components were reattached and the cds was removed with the clip attached. The procedure continued with a new cds. Three clips were implanted reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis was unable to confirm the reported single gripper actuation issue as both the grippers were able to actuate as intended without issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation- single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the gripper lever caps did not become separated. Only one gripper arm would not lower during the procedure. No additional information was provided.